Event description:
The customer reported that her blood glucose reached into the 300s mg/dl after wearing the pod for 3 days. She also felt some pain while wearing the pod. Upon removal, she noticed the needle never retracted back into the pod. After she touched the cannula the needle retracted back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.